Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and shocked six times. According to the report, the 7th shock did not transfer energy to the pt. The therapy cable was replaced and proper device operation was subsequently observed. The pt was not resuscitated, but the rptr stated the device did not cause or contribute to the pt's death because of the immediate availability of a back up therapy cable and the lack of viability of the pt.